Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inconsistently announced meals and attempted a partial meal announcement at an atypical time, after which the ilet delivered insulin and the user experienced hypoglycemia; the user¿s blood glucose reached 56¿57 mg/dl and recovered within about one hour after oral carbohydrate intake, and the user then requested assistance and completed an agent-guided factory reset and setup to operate in bionic mode, with education provided on consistent meal patterns and accurate announcements. Symptoms included hypoglycemia without additional health effects. Outcomes included self-treatment with oral glucose and no medical intervention, hospitalization, or assistance from others. Investigation included product troubleshooting with guided factory reset, device setup verification, and user education on proper use. Investigation of this case revealed no device malfunction identified during troubleshooting and suggested user-related factors, specifically inconsistent meal announcements and announcing a smaller-than-usual meal at a non-meal time, as plausible contributors to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.